Manufacturer narrative:
During the subsequent site visit, the abbott field service representative (fsr), observed that the cuvette washer dryer tips were dirty, so they were replaced, which resolved the issue. Return testing was not completed as returns were not available. A review of the alinity c system, serial number ac01876 service history, revealed no additional erratic or discrepant patient results reported on ac01876. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the alinity c systems found no systemic issues or trends for the issue associated with erratic/discrepant results. A review of historical data for the alnty c-series cuvtte d, list number 04s52-01 revealed no trends or systemic issues. A review of the alinity ci-series operations manual and the alinity c service documentation, provides adequate information regarding the troubleshooting of erratic results and the removal, replacement and verification of the cuvette washer dryer tips. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number ac01876 or the alnty c-series cuvtte d, list number 04s52-01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated potassium (k) results generated on one patient on the alinity c analyzer. The results provided were: sid1941871 on 01aug2019 initial k = 6.7mmol/l / 4.9mmol/l (normal range 3.5-5.3mmol/l). There was no reported impact to patient management.